Event description:
The customer's mother reported via phone call that the reservoir and infusion set had a presence of air bubbles. The caller did not know the blood glucose reading. The customer's mother stated that the customer's blood glucose was getting worse. She noted that the air bubble was about an eighth of an inch in size, not the size of champagne bubbles. She stated that the bubbles normally formed around the bottom of the reservoir's o-rings and floated up. She stated that she had tried degassing the vial before the infusion set change and that the air bubbles appeared after 2 days. She stated that she used the plunger to push the bubble through. She confirmed that there were no leaks. She reported that the insulin pump alarmed no delivery and was advised to perform an infusion set change. She advised that air bubbles did not persist after the set change. She was advised to monitor the device and to call back if the issue persisted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.